Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and scratched case. Flashing medtronic logo was confirmed during analysis; problem was isolated to electronic stack. Pump failed to download history files and traces due to flashing medtronic logo. Cometic damage at the battery tube side was confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1805 was requested and the device was returned for analysis.